Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the impella had less flow that decreased over time. The position was verified. The intensivist decided to stop the impella and replace it with an intra-aortic balloon pump (iabp) for unloading. Upon explant, biomaterial was observed.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was not returned for evaluation. Low pump flow: complaint device not returned for investigation. Data log reviewed: many suction alarms occurred during support. Suction alarm followed by drop in flows and motor current (mc)spike and flows continued in dropping on nigh of 06-jun-2025. No placement signal issue seen. Purge spike and impella position unknown occurred. Clinical details stated, after moving the patient the impella had less flow and flows decreased more over time. Repositioning and left ventricle (lv) filling didn't solve the issue, lv thrombus and clot inside the canula observed. The cause of low pump flow issue most likely was biomaterial ingestion as biomaterial and lv thrombus observed and log review confirmed with occurrence of mc spike. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.